Manufacturer narrative:
The reported perforation could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref 3005334138-2018-00004. Following a cryo procedure for paroxysmal atrial fibrillation, a cardiac perforation occurred. After mapping the left atrium, the catheter was inserted to search for the transseptal puncture point. While searching, a cardiac tamponade occurred. A pericardial drain was performed but a sternotomy was required due to the bleeding. The perforation was found near the right atrial appendage. The patient was transferred to the ICU on (B)(6).